Manufacturer narrative:
The device was not returned for analysis. There was no reported device malfunction associated with the clip delivery system (cds). This incident documents no reported patient effects. Although the adverse patient events of heart failure and recurrent mr are not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. Based on the information available there was no device malfunction, there were no patient consequences, and, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: patient codes 2206, 1964 - removed.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: three clips were implanted on (B)(6) 2019, reducing mitral regurgitation (mr) from grade 4 to grade 1. Transthoracic echocardiogram was performed on (B)(6) 2019 and noted mr was grade 1-2. During the (B)(6) 2019 hospitalization, medications were administered. No echocardiogram was performed during the hospitalization. An echocardiogram was performed on 05/01/2019 and no clip detachment was noted. No additional intervention was performed. Per study physician, the adverse events of heart failure and recurrent mr are unrelated to the implanted mitraclips or mitraclip procedure. Although the adverse patient events of heart failure and recurrent mr are not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019 a mitraclip was implanted to treat functional mitral regurgitation (mr). On (B)(6) 2019, mr grade was mild. On (B)(6) 2019, the patient was re-hospitalized for heart failure. On (B)(6) 2019, echocardiogram noted that mr had increased to grade moderate/severe. There was no additional information provided.